Event description:
At least 3 separate incidents have occurred involving arterial line pressure monitoring tubing. Specifically, the blue rubber "pig tail" has broken off when flushing and or zeroing a patient's arterial line. No excessive force was used in any of these occurrences where pig tail has broken off. Manufacturer response for transducer, pressure, catheter tip, truwave (per site reporter).

Event description:
At least 3 separate incidents have occurred involving arterial line pressure monitoring tubing. Specifically, the blue rubber "pig tail" has broken off when flushing and or zeroing a patient's arterial line. No excessive force was used in any of these occurrences where pig tail has broken off. Manufacturer response for transducer, pressure, catheter tip, truwave (per site reporter). N/a.